Manufacturer narrative:
(B)(6).

Event description:
Status post occlusion clotting of the right ventricular assist device, cardiogenic shock with hemodynamic instability with right thoracotomy 2-stage with implantation of a right ventricular assist device heartware from the right atrium to the right pulmonary artery vein.